Manufacturer narrative:
B5: additional information: blurred vision and round pupil also reported. H6-clinical code 4581 (round pupil). Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6, -10.5/+1.0/055 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. The surgeon reports low vault, elevated iop, pigment dispersion, ac inflammation cells +, spk, heaviness and eye discomfort, photophobia, eye pain, unable to open eye, dry eye. Reportedly medication was also administered. The lens remains implanted.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).